Event description:
On 12/7/96 at 3:00 pm, ventilator sn #1100-2050 went inop on a 58 year old male pt with a diagnosis of lung ca and copd. The pt had been on this ventilator for days prior to these event. The ventilator alarmed the pt was manually bagged and the ventilator replaced. The pt was not injured, however, complained of chest pain, EKG was determined to be normal. No other machines in this pt room went down.